Event description:
It was reported that "10 min after machine start up, the pump alarmed "balloon pressure is too high." The problem was solved after replacing the catheter. There were black particles in the old catheter. There was no report of patient complications, serious injury or death". Patient condition reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "10 min after machine start up, the pump alarmed "balloon pressure is too high." The problem was solved after replacing the catheter. There were black particles in the old catheter. There was no report of patient complications, serious injury or death". Patient condition reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The reported complaint of iab high pressure alarm is confirmed. The sample was returned for investigation. No serial number was reported. The serial number on the returned sample is (B)(6). The reported lot number matches the lot number for the returned sample. Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a sealed ziploc bag. Upon return, the peel way sheath was noted on the returned iabc and was noted connected to the hemostasis cuff. The one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. The iabc outer lumen was noted with flattened surface from approximately 32.5cm to 34cm from the iabc distal tip. A bend to the iabc central/outer lumen was noted at approximately 70cm from the iabc distal tip. Dried yellow media was noted on the iabc bifurcate and the short driveline tubing. Dried blood was noted on the exterior surfaces of the returned iabc. Dried blood was also noted within the helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0054in-0.0062 in and was within specification of internal process documents. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with internal quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. Two leaks were immediately detected from the bladder membrane. Under microscopic inspection, abrasions were observed around the location of the leak at approximately from 25.3cm to 26.1cm from the iabc distal tip. Which may have caused blood to enter the helium pathway. Two full thickness abrasions to the bladder were confirmed at approximately 25.8cm and 26cm from the iabc distal tip and the appearance is consistent with repeated contact with calcified plaque on the aortic wall. No other leaks were detected. Additional abrasions were also observed at approximately from 25.5cm to 26.2cm from the iabc distal tip; no leaks were detected at this location. No other leaks were detected. Either finding or the combined findings (a bend and damage to the iabc outer lumen, the abrasions) can cause the reported complaint; however, it could not be confidently determined which damage occurred first. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged outer lumen and bladder leaks. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.